Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 955 mcg/ml dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that patient presented earlier this month with a back infection in the lower spine. They had pulled out some "really gross fluid" off of her on sunday, (B)(6) 2018 and that patient had symptoms of sepsis. Patient was first admitted to the hospital on (B)(6) 2018. It was unknown if the infection was related to the device. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the patient had an infection (abscess) adjacent to spinal instrumentation and pump catheter. Cause of back infection and sepsis was not determined. The patient received 3 incision and drainage (I & d), wound vaccination last week and intravenous antibiotics (IV abx) which was ongoing. At the time of this report, the issue had resolved and patient was still being treated with IV abx. No further complications were reported.